Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for fibrin and clotting was observed. Additionally, retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, the indicated failure mode for fibrin and clotting was not observed. No difficulties were encountered during blood collection and all tubes exhibited proper fill. Bd was unable to duplicate the customer¿s indicated failure (fibrin, clotting) because the defect was not evident in the testing of the complaint lot samples. All samples (retain and control lots) demonstrated clinically acceptable performance for all visual observations evaluated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode fibrin and clotting based on photos only. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tube clotting and fibrin occurred and there was a clogged/blocked instrumentation probe issue. The following information was provided by the initial reporter. The customer stated: clots from tubes are clogging their new roche instrument." No erroneous results where reported.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tube there was a clogged/blocked instrumentation probe issue. The following information was provided by the initial reporter. The customer stated: clots from tubes are clogging their new roche instrument." No erroneous results where reported.

Manufacturer narrative:
The following field was updated with additional information: b.5. Describe event or problem: it was reported when using the bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tube clotting and fibrin occurred and there was a clogged/blocked instrumentation probe issue. The following information was provided by the initial reporter. The customer stated: clots from tubes are clogging their new roche instrument." No erroneous results where reported.

Event description:
It was reported when using the bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tube clotting and fibrin occurred and there was a clogged/blocked instrumentation probe issue. The following information was provided by the initial reporter. The customer stated: clots from tubes are clogging their new roche instrument." No erroneous results where reported.